Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer (customer was not present at the time of the call). The customer is concerned with test results obtained of 74, 97, 63, 64 and 60 mg/dl and from non-fasting meter to meter comparison results of 157 mg/dl using meter and 190 mg/dl using doctor's device. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 09/13/2020 and test strips were opened one month ago. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer (customer was not present at the time of the call). The customer is concerned with test results obtained of 74, 97, 63, 64 and 60 mg/dl and from non-fasting meter to meter comparison results of 157 mg/dl using meter and 190 mg/dl using doctor's device. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 09/13/2020 and test strips were opened one month ago. The meter memory was reviewed for previous test result history: result 1: 74mg/dl date: 7/8/2019 time: 7:01am fasting result 2: 97mg/dl date: 7/7/2019 time: 6:03am fasting result 3: 63mg/dl date: 7/6/2019 time: 7:06am fasting result 4: 64mg/dl date: 7/5/2019 time: 7:36am fasting result 5: 60mg/dl date: 7/5/2019 time: 5:09am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01646857 meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.